Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula issue due to which he experienced high blood glucose level reported to be 540 mg/dl. It was treated with a bolus and when that did not work, he was given an injection on the way to the emergency room. The patient's blood glucose level was at 350 mg/dl when he arrived at the emergency room. He also had a high level of ketones, which was identified as dangerous by a healthcare professional. At the emergency room, his blood work was taken, insulin was given, and an unknown medication was administered through intravenous route. The patient spent 4-5 hours in the emergency room and was subsequently admitted to the hospital. At the hospital, blood work was performed, and unspecified medication was administered through intravenous route, which resolved the issue. There was no permanent damage to the patient. The patient spent at least three days in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.